Manufacturer narrative:
Continuation of concomitant medical products: other relevant device(s) are: product ID: 9 735736, serial/lot #: 1.3.1. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the surgeon believed that the system was navigating 2mm inaccurately in the inferior direction. He noticed this while navigating the straight suction near the skull base. There was a reported delay to the procedure of 10 minutes to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
H3. Software analysis determined that the log and archive was reviewed. Archives had on CT exam with 146 slices. Trace registration was used. Trace points were collected starting from the nose then covered the forehead. Some trace points were inside the skin and some were in the air. Some of the tracing also seemed to be hard and sunk beneath the 3d model surface. There was a section of yellow and red trace marks and the zone of accuracy was only covering frontal sinuses with a <(><<)>2mm accuracy measure. Error metric varied from 1.8 to 2.3mm. Suggestion to collect points with lighter touches and more point in target region to be in green zone of accuracy. 3d model quality was good, but there was insufficient information to determine root cause that contributed to inaccuracy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.